Manufacturer narrative:
(B)(4). The patient used a cassette that had leaked to complete the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. The guide also instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and continued the therapy after there was a leak in the area of the homechoice cassette. The patient still completed the therapy with this leaking. The patient stated that they did open their supplies with a pair of scissors but they did not believe that they were cutting the cassettes. There was no patient injury or medical intervention associated with this event. No additional information is available.